Event description:
Additional information was received that there was no patient involvement. The reported issue was discovered in testing.

Manufacturer narrative:
One cadd legacy plus pump was returned for analysis in good condition. Batteries were inserted to observe the issue. The customer's reported problem was verified. The pump was found to be displaying "1520" error code message on power up during the investigation. The pump was visually inspected and found it had misalignment of air detector and missing the back labels. The "error code 1520" issue was caused by air detector. It recommends that the air detector to be replaced. User interface (customer neglect) - this issue was customer induced as a result of the customers non-performance of required periodic pm activities and the customer's general neglect. Reference the periodic maintenance requirements and mandatory annual maintenance testing that are documented in the "scheduled maintenance" section of the cadd technical service manual and reference the periodic maintenance requirements cited in the "safety features" section of the cadd operator's manual.

Event description:
Information was received indicating that a smiths cadd-legacy plus pump displayed error code 1520. There were no injuries or adverse events reported.